Event description:
It was reported the pt stated the extension leads feel tight bilaterally in her neck. During her seventh programming session with the hcp, the pt reported interim history that she had been falling once a week. One instance left her badly bruised and went to the emergency room for assessment. She becomes easily fatigued and cannot stand up for long periods of time. She had been drooling on the right side of her mouth. She had been having nightmares and hit out at others in her sleep. Following the reported programming session, the pt showed improvements in symptoms with a negative wilson's bilaterally, finger to thumb movement was easier to the right, increased ability to lift her right foot, and slight arm swing bilaterally. The pt was seen at a later date by the neurosurgeon. The pt reported the neurosurgeon suggested she turn off the generators to see if she had benefited from the programming. After 25 minutes, the pt experienced some increase in rigidity, but no tremor. It was then programmed at the original settings with instructions to turn off at home for a longer trial. The neurosurgeon reported the pt experienced emotional changes along with the pain and tightness in the neck and head. The pt was offered a revision of the extensions. The pt was given a ten units to assist with back pain. The hcp recommended contacting the MFR to see if it would interfere with the generators. The pt's concomitant medications noted were: sinemet, azilect, zoloft, trileptal, neurontin, and b12 injections. The hcp stated the azilect may be aggravating her sleep disturbance and increasing her nightmares when taken at night. No injury was reported. No further outcome was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available. Please see MFR. Report #3004209178-2008-03203.